Event description:
It was reported that the shell's locking system was worn due to having a series of revision to replace the liner. Patient was revised.

Manufacturer narrative:
Additional information has been requested and if received will be supplied on a supplemental report.